Event description:
It was reported that during a low anterior resection procedure, the switch button was non-functioning. The surgeon was able to complete the procedure. There were no adverse consequences to the pt.